Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a full height cubie drawer not detecting when open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed. A field service engineer (fse) inspected the drawer hardware and identified that the inseparable latch magnet was protruding, causing the latch to stick. The inseparable latch was replaced, and the drawer was tested multiple times to ensure proper functionality. All cubie rows were verified to be accessible, and the drawer was further tested using the es application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a full height cubie drawer not detecting when open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.